Event description:
We were called to ICU [intensive care unit] to place midline in pt. Due to some skin breakdown during our assessment myself and my coworker decided to use left arm for placement. 'T' was to place the line, and I was to assist. After several unsuccessful attempts to access vein in left arm, we decided to switch nurses, and I would try to get access to place line. I was finally able to access vein and thread the wire through the needle, but the wire would not thread into the vein. This is a common complication with some line placements. When the wire would not advance in the vein I tried to pull the wire back and remove so we could make another attempt, but I met with resistance in sliding wire out of vein. Because I felt I risked a needle stick with the needle still in place around the wire I slid the needle off wire, and this left just the wire in the pt vein. I had difficult time adjusting or moving the wire as it felt like it was hung up on something inside the arm/vein. I was finally able to get the wire to move in the arm, got it most of the way out and it got hung up on something again, but I was close to the surface of the skin by this time. I took my blade and made a very small incision in the skin around the wire and was able to move the wire free. When the wire was outside the pt I could see that a small knot had formed in the tip of the wire which was preventing in from sliding in or out easily. The pt did not seem to be affected or bothered by this action to remove wire. I have been placing lines for 15 years and have never seen this happen and cannot understand how such a thing could have occurred.